Manufacturer narrative:
A.5 ethnicity and race are unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported when preparing an impella rp for implant to an unknown age patient, the plug pins broke off when inserting the white pump plug into the connection cable (gray end). There was no report of patient harm.

Manufacturer narrative:
Additional information provided in d10, h3, h6 and h10. The investigation into the reported issue has been completed. Pump passed all post sterile inspection checks. Clinical states that the pins of the grey connector were damaged during the setup. Pump was returned for investigation. The pins of the grey connector were confirmed as damaged. No other abnormalities were observed. The damage was similar to that of improper attempt to connect the grey connectors which resulted in pins being bent and damaged. Therefore, the root cause of the pump not detected issue was broken pins of the grey connector due to improper technique.